Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. However, insulin pump had slightly corroded keypad traces on act button. Insulin pump had minor scratches on lcd display window, cracked case at window display corner, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 150 mg/dl. The customer stated that there possibly was moisture exposure to the insulin pump. Advised customer to discontinue use of the insulin pump and revert to back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.